Manufacturer narrative:
A field service engineer (fse) was dispatched on 05/17/2016. The fse phoned the customer. The cutomer state it was found the filter t handle was not tighten, the fse had the customer tighten the handle. The fse followed up next morning no problems reported. There was no further action required from field service. The g8 analyzer was functioning as intended with all issues cleared. The most probable cause of the reported event was the t handle was not tight on the filter. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 a customer reported low pressure with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) spoke to the customer to troubleshoot the event,which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.